Event description:
It was reported via documents provided by the legal department that a patient had an initial left knee arthroplasty on (B)(6)2018 and then on (B)(6)2022 the patient underwent a revision surgery. The revision surgery was approximately 4 years, 9 months after initial implant. The patient was revised to exactech devices. Revision operative report of(B)(6)2022. Left total knee revision of patellar component with polyethylene liner exchange. No surgical complications. The patient was found to have what appeared to be a fracture of her patella with malposition of the patellar component compared to prevision x-rays. Well-fixed femoral and tibial components, there were no signs of excessive wear or failure of the polyethylene liner. The patella was fragmented with fibrous healing of the comminuted fracture. The patellar component has subsided and was lose. Dressings and compressing wrap were applied to the lower left leg. The patient was taken to the recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6), 02-012-60-1425 - logic stem ext 14mm x 25mm; (B)(6), 02-020-11-0215 - truliant ps cem fem ps cem left sz 1.5; (B)(6), 02-022-35-1510 - truliant tib imp ps insert sz 1.5, 10mm; ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6), 02-022-45-1515 - truliant tib fit tray cem sz 1.5f / 1.5t; (B)(6), 204-70-00 - tibial stem ext. Screw. H6. Investigation results- the cause of the patient¿s patellar bone fracture and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The cause of the patellar component loosening and subsidence was most likely due to the patellar comminuted fracture. These devices are used for treatment not diagnosis.